Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "clinical outcome of medial pivot compared with press-fit condylar sigma cruciate-retaining mobile-bearing total knee arthroplasty¿. Literature article "clinical outcome of medial pivot compared with press-fit condylar sigma cruciate-retaining mobile-bearing total knee arthroplasty" by young-hoo kim et al. Published by the journal of arthroplasty was reviewed. The article purpose: to compare the long-term clinical results, radiographic results, range of knee motion, patient satisfaction, and the survival rate of a competitor product with the pfc sigma mb prosthesis. The article reports: one hundred eighty-two patients received a competitor knee prosthesis in one knee and a pfc sigma knee prosthesis in the contralateral knee. The knees with a competitor knee prosthesis had significantly worse results than those with a pfc sigma knee prosthesis at the final follow-up with regard to the mean postoperative knee society knee scores, western ontario and mcmaster universities osteoarthritis index score, and range of knee motion. There were also higher rates of complications in the competitor knee as compared to the pfc sigma knees. The patella was resurfaced in all knees. Competitor cement was also used to fix all applicable implants. Depuy products involved: pfc sigma mb. Complications: infection (2), edema (2), nerve injury (1), medical device implant removal (3), surgical intervention (5).